Event description:
A customer reported via phone call indicating that they experienced diabetic ketoacidosis with a high blood glucose level of 839 mg/dl. The customer was hospitalized for their blood glucose levels four weeks prior to the initial phone call. The customer states that their infusion set does not stay on due to the tape not functioning correctly. The customer stated that the sweat from their body is not allowing the tape to sick. The customer mentioned that in one instance insulin was dripping down their leg and not entering the body. The customer was wearing the insulin pump during hospitalization. The customer was sent a new tape kit to help properly tape the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.